Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed which found that the top cover was cracked. It was also observed that there was damage below the on/off switch. The following parts were also observed to be missing: both head restraint brackets, one patient restraint pin, a screw at the encoder cover and the battery partition. From the condition of the returned platform, the damage appears to have been due to wear and tear. The reported complaint of the platform performing "one compression and then stopping" was unable to be duplicated during functional testing. The platform was run for 10 minutes using a test mannequin and 5 minutes using a large resuscitation test fixture (equivalent to 250 pound patient) with no faults or errors being exhibited. Additional testing was performed on (B)(4) 2015 and platform failed load cell characterization testing. A review of the archive was performed and found no errors or anomalies to have occurred on the reported event date of (B)(6) 2015, however multiple ua18 (max take-up revolutions exceeded) messages were observed on (B)(4) 2015. Based on the investigation, the parts identified for replacement were encoder cover, motor cover, top cover, head restraint brackets, patient head restraint pin, screw for encoder cover and battery partition. No parts were actually replaced as the customer declined service to the platform. In summary, the customer's reported complaint was confirmed through review of the archive. The root cause of the ua18 was determined to be that the patient was too small for use of the platform, as the patient involved in this case was "a very small (B)(6) girl". The user guide states in the general warnings that the "autopulse is intended for use on adults, 18 years of age or older."

Event description:
It was reported that during use on an undersized (B)(6) year old patient, the autopulse platform performed one compression and then stopped. The platform prompted the user to "reset", however, the same problem occurred and the issue would not resolve. This incident occurred when the platform was in use with multiple fully charged li-ion batteries. Information regarding outcome of the patient was not provided. No further details are available.

Manufacturer narrative:
The customer also reported that the issue was able to be duplicated when the autopulse platform was tested with a mannequin back at the station. Product in complaint was returned to zoll on 04/03/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.